Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator was alarming high pressure and then low pressure. The customer confirmed that the event happened during patient use and is also reporting that the vte (expiratory tidal volume) is 2000l. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator was alarming high pressure and then low pressure. The customer confirmed that the event happened during patient use and is also reporting that the vte (expiratory tidal volume) is 2000l. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to determine the issue regarding unit alarming high pressure then low pressure because the product complaint was not reproducible during evaluation. Vent was hooked up to a vt plus hf (gas-flow analyzer) and revealed no inaccurate readings during the test. Vent also passed 125 hours extended testing at customer's settings without any unusual alarm or error. Vent was visually opened and inspected and there were no anomalies noted. Process vent through service to meet all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.